Manufacturer narrative:
The compressor's pinch pressure was found to be below minimum specification, which could contribute to the reported issues. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The field service technician on site could not reproduce any failure. The unit was tested two times and internal connections checked. Cleaning solution was found split inside the covers, which could cause the smoke. The covers were removed, all connections checked, and adjusted pinch pressure at compressor module since was 2psi bellow minimum range. All calibrations and connections were within specification. This investigation is ongoing.

Event description:
The user facility reported no vacuum, irrigation low in sculpt, and then observed smoke. They switched systems to finish the surgery with a 45 minute delay. Patient impact has been requested.